Event description:
It was reported that the patient had a percutaneous coronary intervention (pci) on (B)(6) 2013 to treat a silent ischemic event with a 2.5x15mm xience prime in the first diagonal coronary artery. On (B)(6) 2013, an 8 month follow-up was done via phone and no adverse event or device issues were reported. In (B)(6) 2013, the patient expired due to an unknown cause. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the xience prime everolimus eluting coronary stent system instructions for use, adverse events section, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.